Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following predilation, a 2.50 x 16 synergy ii stent was loaded into the wire. However, the physician noted that there was trouble in getting the stent down. The device was removed out of the guide catheter and one of the stent struts, approximately in the middle of the stent, was noted to be raised up off from the balloon. The procedure was completed with another 2.50 x 16 synergy ii stent. No patient complications were reported.